Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequently, this patient underwent a revision procedure and this product was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The investigation is currently on-going. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that this pacemaker was depleting faster than expected. It was reported that the patient required high atrial outputs. No adverse patient effects were reported. This product remains in-service.